Event description:
New information received noted that the patient experienced cardiac arrest during the procedure. The physician performed chest compressions to recover the patient.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the patient experienced adams-stokes syndrome resulting in ventricular lead contamination. This lead was not used, and the physician completed the procedure using a different lead. The patient condition was stable.